Event description:
3m received information from a customer that in early (B)(6) 2011, the hospital staff began seeing blisters that were the size of the gel pad under different 3m electrodes (catalog 2570) and stopped using no sting underneath the electrodes. At the time, the hospital staff began using 3m red dot monitoring electrodes with 3m micropore tape backing (catalog number 2249). Reportedly, the electrodes were changed every 24 hours to prevent blisters but continued to see blisters with no trend. Some patients had one blister, some had three, all under the gel. Some patients had blisters under the electrode and some under two electrodes. Reportedly, two patients were treated with prescription antibiotic cream. This medwatch form is intended to report on one of the two patients treated.

Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. No evaluation will be performed.